Event description:
It was reported that the patient had dislocated for the 5th time in 7 years. Dr. (B)(6) decided to remove the existing liner with a constrained, in the process the existing cemented stem was realized to be loose and was removed and replaced with an omnifit head and neck cemented stem.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.